Manufacturer narrative:
Manufacturer's investigation conclusion: suspected thrombus could not be confirmed as the product was not returned for evaluation and no images were submitted. A specific cause for the patient¿s elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. An image of a generated heartmate ii log file report was submitted and reviewed. The pump operated at the set speed without issue per the submitted image of the report. Flow ranged from 4.2-7.7 liters per minute (lpm). Power ranged from 5.7-7.8 w. No notable alarms were captured in the submitted image of the report. The exchanged heartmate ii lvas, serial number (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, hemolysis, and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted since their lactate dehydrogenase (ldh) went up to 1700 from 1100 on (B)(6) 2023 despite bivalirudin. Creatinine and liver function were normal, but the patient also had hematuria. Pump powers remained ~6w. On (B)(6) 2023, ldh was 2200, creatinine was 1.2, total bilirubin increased to 3, and aspartate aminotransferase (ast) was more than 600. The patient was taken to operating room on (B)(6) 2023 for a pump exchange from heartmate ii to heartmate 3 (hm3) due to suspected pump thrombus. Pump parameters were 9800rpm, 3.7lpm, 5.3w and pi 4.1 after anesthesia induction in the operating room. After the exchange, the patient was transitioned from cardiopulmonary bypass (cpb) to full hm3 support but remained vasoplegic and hypovolemic. The patient went into ventricular fibrillation with decrease in mean atrial pressure (maps) to 30s-40s and hm3 speed decreased to 4200rpm while the patient was defibrillated via internal paddles. The patient had no history of arrhythmia prior to lvad. The arrhythmia was not considered to be device related. Once the patient's electrocardiogram (EKG) rhythm and maps recovered, the decision to place a centrally cannulated centrimag right ventricular assist device (rvad) was made. Centrimag was connected to central cannulas for right ventricle support at 1750rpm and 2.5lpm while hm3 parameters were 4200rpm, 2.6lpm, 2.4w and pi 4.5 as maps were maintained >60mmhg. EKG reverted back to ventricular fibrillation for roughly 8 minutes while the patient was shocked via internal paddles ~20 times before returning to normal rhythm. The patient had received methylene blue, cyanokit (hydroxocobalamin), amiodarone and multiple pressors. Providers in the room acknowledged the patient had pre-existing lung conditions that may require addition of an oxygenator in light of the prolonged bypass time, hypotension, and multiple blood products given to the patient. Decision was made to pack and leave the patient's chest open and splice an oxygenator inline in the intensive care unit (ICU) if necessary. The patient was admitted to the ICU in critical condition. The patient had an oxygenator spliced inline of the rvad circuit in the ICU a few hours after leaving the operating room. The patient was subsequently diagnosed with abdominal compartment syndrome. The patient was made comfort cares on (B)(6) 2023. Support was then withdrawn, and patient passed away on (B)(6) 2023. The complications during the surgery and the death were not considered device related. The second pump and the centrimag reportedly operated as expected. Related manufacturer reference number for the heartmate 3: (B)(4).